Manufacturer narrative:
Follow up 10-may-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Two years later, a computed tomography was done due to diverticulitis which showed coil on left side had perforated the fallopian tube. Later, an unspecified procedure showed the coil was protruding through lumen of tube at cornua covered by peritoneum without adhesions. Fallopian tube perforation is a listed event in the reference safety information for essure, while diverticulitis is unlisted. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. If a perforation occurs, patient may present abdominal pain after the procedure. In this case patient developed abdominal pain and a CT scan revealed a fallopian tube perforation. Although the exact mechanism of this event is not known, given its nature causality with essure cannot be excluded. Regarding the reported diverticulitis, given its pathophysiology and considering the local action of essure into the fallopian tubes, causality was assessed as unrelated. This case was upgraded to incident upon receipt of follow-up information, as although not clearly specified, the information provided suggests a surgical intervention was performed as event's treatment. A product technical analysis concluded, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer in united states on 19-jan-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. Consumer reported that she was experiencing left sided abdominal pain that she had not associated with the essure before the computed tomography (CT) scan done. On (B)(6) 2015 she had a CT scan performed due to diverticulitis (not pre-existing medical condition before essure). CT scan showed that left coil had perforated fallopian tube. Essure was not removed. Follow-up information on 10-feb-2016: no new information. Follow-up information received on 16-mar-2016 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Perforation questionnaire received on 11-apr-2016 from physician (case was upgraded to incident) new reporter was added. Consumer's weight was (B)(6) and height was (B)(6). Her medical history included 3 pregnancies, 2 parities and 1 spontaneous abortion. Previous gynecological intervention was denied. Essure was inserted in 2013 in another practice. Hsg (hysterosalpingogram) was done on an unspecified date and confirmed both tubal occlusion. On an unspecified date CT was done (result was not provided). Patient was presenting abdominal pain. When physician was questioned about essure removal and intraoperative findings, he reported that coil was protruding through lumen of tube at cornua covered by peritoneum w/o adhesions. Pathology report revealed diverticulitis. The outcome was described as recovered/resolved. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Two years later, a computed tomography was done due to diverticulitis which showed coil on left side had perforated the fallopian tube. Later, an unspecified procedure showed the coil was protruding through lumen of tube at cornua covered by peritoneum without adhesions. Fallopian tube perforation is a listed event in the reference safety information for essure, while diverticulitis is unlisted. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. If a perforation occurs, patient may present abdominal pain after the procedure. In this case patient developed abdominal pain and a CT scan revealed a fallopian tube perforation. Although the exact mechanism of this event is not known, given its nature causality with essure cannot be excluded. Regarding the reported diverticulitis, given its pathophysiology and considering the local action of essure into the fallopian tubes, causality was assessed as unrelated. This case was upgraded to incident upon receipt of follow-up information, as although not clearly specified, the information provided suggests a surgical intervention was performed as event's treatment. A product technical analysis concluded, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil on left side had perforated the fallopian tube / coil protruding through lumen of tube at cornua covered by peritoneum w/o adhesions"), device dislocation ("malposition of essure device location of device: protruding through fallopian tube/ essure coils is on the outside of her fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and diverticulitis ("diverticulitis") in a 42-year-old female patient who had essure (batch no. A72332) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, parity 2 (B)(6) 2009 and (B)(6) 2013), spontaneous abortion, miscarriage in 2004, anxiety in 2012, depression in 2012, gastric bypass, umbilical hernia repair in july 2013, irritable bowel syndrome and polycystic ovary. Previously administered products included for an unreported indication: fluconazole in 2011, fluorouracil in 2011, amoxicillin in 2011, metronidazole in april 2011, mirena from 2009 to 2010, depo-provera and prilosec. Concurrent conditions included diverticulitis since 2015, gerd, infection since 2011 and hyperkalemia. Concomitant products included augmentin since 2015, azelastine since 2016, bupropion (wellbutrin) since 2017, fluticasone propionate (flonase) since 2016, hydrocodone from 2014 to 2016, ibuprofen since 2015, ipratropium since 2016, levofloxacin since 2016, omeprazole (prilosec), ondansetron since 2014, prednisone since 2016, sertraline (zoloft) since 2015 and sucralfate (carafate) since 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menstruation / heavy menstruation/ menorrhagia "), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain ("left sided abdominal pain / severe abdominal pain"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia and vaginal haemorrhage had resolved and the device dislocation, diverticulitis, abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, menstrual disorder, pelvic pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter provided no causality assessment for diverticulitis and fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram - on (B)(6) 2015: left coil perforated fallopian tube hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion pathology test - on (B)(6) 2013: diverticulitis intraoperative findings - coil was protruding through lumen of tube at cornua covered by peritoneum w/o adhesions CT scan shows one of the essure coils is on the outside of her fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Event's vaginal haemorrhage, dyspareunia, device dislocation and genital haemorrhage were added. On (B)(6) 2018: medical records was received- all relevant medical history, concurrent condition, concomitant medication. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil on left side had perforated the fallopian tube / coil protruding through lumen of tube at cornua covered by peritoneum w/o adhesions"), device dislocation ("malposition of essure device location of device: protruding through fallopian tube/ essure coils is on the outside of her fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and diverticulitis ("diverticulitis") in a 42-year-old female patient who had essure (batch no. A72332) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, parity 2 ((B)(6) 2009 and (B)(6) 2013), spontaneous abortion, miscarriage in 2004, anxiety in 2012, depression in 2012, gastric bypass, umbilical hernia repair in (B)(6) 2013, irritable bowel syndrome, polycystic ovary, loss of libido and hiatal hernia repair. Previously administered products included for an unreported indication: fluconazole in 2011, fluorouracil in 2011, amoxicillin in 2011, metronidazole in (B)(6) 2011, mirena from 2009 to 2010, depo-provera and prilosec. Concurrent conditions included diverticulitis since 2015, gerd, infection since 2011, hyperkalemia, depression, mood swings, hyperkalemia, diverticulitis and morbid obesity. Concomitant products included augmentin since 2015, azelastine since 2016, bupropion (wellbutrin) since 2017, fluticasone propionate (flonase) since 2016, hydrocodone from 2014 to 2016, ibuprofen since 2015, ipratropium since 2016, levofloxacin since 2016, omeprazole (prilosec), ondansetron since 2014, prednisone since 2016, sertraline (zoloft) since 2015 and sucralfate (carafate) since 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menstruation / heavy menstruation/ menorrhagia "), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain ("left sided abdominal pain / severe abdominal pain"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia and vaginal haemorrhage had resolved and the device dislocation, diverticulitis, abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, menstrual disorder, pelvic pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter provided no causality assessment for diverticulitis and fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Computerised tomogram - on (B)(6) 2015: left coil perforated fallopian tube. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: diverticulitis. Intraoperatuve findings - coil was protruding through lumen of tube at cornua covered by peritoneum w/o adhesions CT scan shows one of the essure coils is on the outside of her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2013, the patient started essure. On an unknown date: pathology test result was diverticulitis. Intraoperative findings - coil was protruding through lumen of tube at cornua covered by peritoneum w/o adhesions. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received: essure insertion and removal dates were added. New events were also provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Two years later, a computed tomography was done due to diverticulitis which showed coil on left side had perforated the fallopian tube. Later, an unspecified procedure showed the coil was protruding through lumen of tube at cornua covered by peritoneum without adhesions. Coils were moved approximately 2 years and 6 months after insertion. Fallopian tube perforation is a listed event in the reference safety information for essure, while diverticulitis is unlisted. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. If a perforation occurs, patient may present abdominal pain after the procedure. In this case patient developed abdominal pain and a CT scan revealed a fallopian tube perforation. Although the exact mechanism of this event is not known, given its nature causality with essure cannot be excluded. Regarding the reported diverticulitis, given its pathophysiology and considering the local action of essure into the fallopian tubes, causality was assessed as unrelated. Other nonserious events were also reported. This case was regarded as incident since intervention was required (device removal) a product technical analysis concluded, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The outcome of the investigation resulted in an unconfirmed quality defect. No active follow-up is allowed and further information is expected only through litigation process.